Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-62057). Is being retracted as it is a report duplication. Original MFR-(1818910-2018-62057) will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 13 sep 2019 reviewed. Patient underwent a left tka on (B)(6) 2016 with depuy implants and cement x 2 without complication. Post-operatively on the same day, she fell when getting tripped on oxygen tubing but no complications occurred due to the fall. On (B)(6) 2016, she became drowsy and hypoxemic with a troponin bump indicating a possible nstemi which the physician believes is related to hypoxemia and demand ischemia. Diagnosis of the nstemi was dependent on a pending stress test, which was not provided. No further intervention was noted".